Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 417 mg/dl. The customer stated they were experiencing high blood glucose after replacing their infusion set. It was found the customer was following the proper procedure for changing their infusion set. It was also found the customer's site was burning and the customer was unsure whether the cannula was bent under their skin during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. Advised the customer to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.